Event description:
Pt developed a pocket infection on 2/2002 and called the physician later that night who indicated it was ok to wait until dialysis. By then cellulitis of the chest wall had developed. The site was cleaned and IV antibiotics, vancomycin and gentamycin were administered. The organism was identified as staph aureus. The infection cleared and no explant was needed.